Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter had displayed an apply sample message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first occurred on (B)(6) 2017, 9:00am. The patient reported that she manages her diabetes with oral medication, diet and /or exercise and denied making any change to her usual diabetes management routine as a result of the alleged product issue. The patient stated that five minutes after the issue began she developed symptoms of ¿shaky and weak¿. The patient denied receiving any treatment. At the time of troubleshooting the cca noted that it was the first time the subject meter was in use, the patient followed the correct testing steps and was using the correct test strips. However, the patient was unable/unwilling to answer if walking through a retest resolved the alleged product issue, therefore the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.